Event description:
The customer reported that she was receiving weak signals and sensor errors. Customer had a sensor that was split in 3 pieces and the needle hub was broken. Customer stated that she had this issue with 2 sensors and wants to see if they can be replaced. Customer will return 2 sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.